Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR. : nc emerge mr, ous 2.50mm x 12mm was returned for analysis. A visual and tactile inspection identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 9mm longitudinal balloon tear along the main body of the balloon. No issues were noted with the bumper tip. The balloon could not be inflated due to the 9mm balloon tear across the main body of the balloon material.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to heavy calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to heavy calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.